Event description:
It was reported that during an unrelated emergency room visit, intermittent loss of capture was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a capture anomaly was not confirmed. The device was received in normal working conditions with the battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal results. Atrial and ventricular capture tests under field settings indicated normal capture results. Additionally, a sensitivity evaluation under field settings was performed and did not reveal any anomalies. Furthermore, visual inspection of the header and connector did not reveal any contamination or foreign material that could contribute to the reported event. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.